Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter stopped working occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A transmitter pairing test was performed and passed. A review of the share logs was performed and transmitter failure error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter failure error. The reported event of a transmitter stopped working is reportable based on the finding of a transmitter failure error. No injury or medical intervention was reported.